Event description:
A customer reported that air came from the cutter during surgery. There was no harm to the pt. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).